Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open kidney transplant, while applying the stapler on the renal vessel, the surgeon was not able to squeeze the handle, stapler did not fire. A new device was used to resolve the issue and complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the instrument body displayed no abnormalities. The visual inspection of the cartridge of the single use loading unit (sulu) noted the sulu was partially applied. Functionally, the cam bars were reset; the sulu was reloaded in to the instrument and applied over the appropriate test media producing acceptable results. The pushers advanced and the remaining staple line was properly formed. In addition, the sulu loaded and unloaded repeatedly without difficulty. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed condition may occur if the handle is not completely compressed during application. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.